Manufacturer narrative:
Isi will not receive surefrom 60 stapler instrument or the green sureform 60 reload involved with this complaint since they have been discarded. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. According to the system logs, the sureform60 instrument was installed twice and fired 2 green 60 reloads. The first firing was completed after having 1 incomplete clamp. There was a pause for compression during the first firing. The second firing was completed with no clamping issues and no pauses for compression. This complaint is being reported due to the following conclusion: during a da vinci-assisted low-anterior resection procedure, the patient allegedly experienced a staple line leak since one of the staple line ¿unzipped¿, it is unknown at this time what was done to resolve the leak. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was reported that during the procedure, the sureform 60 stapler instrument was used with a green sureform 60 reload was used for the anastomosis of the sigmoid colon and one of the staple lines ¿unzipped¿ and there was leakage.¿ also ¿it was stated that the procedure was converted to an open surgical procedure since the rectal stump was too short to be able to grasp. The robotic¿s coordinator reported that the conversion to open surgery was not due to the staple line leak. On 19-apr-2019, intuitive surgical inc. (Isi) contacted the site¿s robotic¿s coordinator and obtained the following information regarding the reported event: it was reported that on (B)(6) 2019 the patient underwent a da vinci-assisted colectomy procedure. The robotics coordinator stated that she was not present during the procedure; however, she was informed about the incident after. It was reported that during the procedure, the sureform 60 stapler instrument was used with a green sureform 60 reload for the anastomosis of the sigmoid colon, one of the staple lines ¿unzipped,¿ and there was leakage. The robotics coordinator stated that apparently there were many successful fires up until then with no reported issue. It was stated that the procedure was converted to an open surgical procedure, not due to the staple line leak, but because the rectal stump was too short to grasp. It was confirmed that the system did not generate any messages, no buttress material was used and there was no video recording of the procedure. The or staff had discarded both the sureform 60 stapler instrument and the green sureform 60 reload involved with this event. The robotics coordinator could not provide details for the following; how the staple line leak was repaired, whether there was any tissue tension or tissue bunching, tissue integrity, any impediments, malformed staples, and any other intra or post-operative complications. It was confirmed that the stapler instrument and the green sureform 60 reload were discarded.